Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were no alarms or pump conditions indicating a pump malfunction recorded in black box or pump alarm history. There was no activity observed outside normal use found in the black box or pump history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
It was reported that on the evening of (B)(6) 2012, the patient's blood glucose (bg) began to rise, the infusion set was replaced 3 times, and a new insulin vial was used. According to the reporter, by the morning of (B)(6) 2012 the patient's bg was 490mg/dl and the patient was nauseous. The reporter said that the patient's health care professional recommended use of a backup plan for insulin delivery until the pump could be reviewed. Customer technical support (cts) reviewed the pump with the reporter who said that all settings were correct and all history records appeared to be correct. Cts advised the reporter to reinitiate pump therapy. Two hours later the reporter called back and claimed that the patient's bg rose from 150mg/dl to 258mg/dl. The reporter removed the infusion set and confirmed that there were no visible issues. The pump was replaced as the result of the reporter's allegation that the pump was responsible for elevated bg despite no evidence or observation of malfunction. This complaint is being reported because of this allegation and because the patient's bg and symptoms were indicative of a serious bg excursion.